Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board/patient board set could not be identified. However, it¿s likely the cause is related to the subject device being manufactured before the circuit design of the operational amplifier of the dr board (printed circuit board) was changed. Also, it¿s possible the cause of no image being displayed is related to a connection with the video connector failing. It was confirmed that the design of the operational amplifier of the dr board was changed on april 16, 2018. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus evis exera iii video system center due to a connection issue. According to the initial reporter, the unit was not accurately detecting different probes during procedure preparation. Reportedly, the same probes were functioning properly on other units. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty printed circuit board was discovered and caused the reported probe detection failure. Additionally, a worn-out video connector latch was found and causing a poor connection with pigtails. The front panel was also fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.